Manufacturer narrative:
It was reported by the customer that the patient fell from the citadel plus bed frame and was found on the floor by the customer¿s staff. There was no injury reported. The customer facility was visited and the bed frame was inspected. No fault was found, the side rails were working correctly. The customer staff was not able to confirm if the side rails were locked on this bed at time of the event. Based on this information, two possible hypothesis have been defined: the side rails were not used what contributed to the event, the side rail was not locked correctly, and unexpectedly opened when the patient was leaning on it. None of them could be confirmed due to unknown circumstances in which the event occurred. Instruction how to lock the side rail is described in the instruction for use (831-374_en_e): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ the patient fell from the arjo device therefore it played role in the event. The involved device¿s functions operated correctly, therefore the device met its specification. The complaint was assessed as reportable due to indication about the patient¿s fall.

Event description:
It was reported by the customer that the patient fell from the citadel plus bed frame and was found on the floor by the customer¿s staff. There was no injury reported.